Manufacturer narrative:
(B)(4). The device has been received by baxter but has not yet been evaluated. A follow-up medwatch report will be submitted if additional information or if the evaluation results become available.

Event description:
The distributor contacted baxter healthcare to repot a colleague infusion pump that had damaged the set during infusion and caused a leak. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.